Event description:
Supply malfunction: calibration-free bravo cf capsule. Mds first attempt to deploy the capsule did not seed, it took a bite out of the patient's esophageal tissue, but was located in the back of the patient's throat. Md attempted to retrieve the capsule, but found it was located in the patient's abdomen. 2nd attempt, again pierced the patient's tissue and did not deploy - it remained on the probe. 3rd attempt, md deployed and seeded as expected. All 3 probes were from the same lot number: 50606f ref: (B)(4). Supply chain notified and original package saved and provided to supply chain. No harm to the patient. Supply chain reached out to the medtronic rep to let him know what happened and if there is an issue with this specific lot#. I think the best thing to do right now is to remove this lot of probes until the rep follows up.